Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing. Three ventricular nonsustained tachycardia episodes of less than or equal to 200 ms average ventricular cycle occurred between (B)(6) 2011. Two episodes of ventricular fibrillation of less than or equal to 200 ms occurred on (B)(6) 2010 at 14:34:39 and 14:41:03. One patient alert for lead failure predictor occurred on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing. Three ventricular nonsustained tachycardia episodes of less than or equal to 200 ms average ventricular cycle occurred between (B)(4)-2011 and (B)(4)-2017. Two episodes of ventricular fibrillation of less than or equal to 200 ms occurred on (B)(4)-2010 at 14:34:39 and 14:41:03. One patient alert for lead failure predictor occured on (B)(4)-2011.

Event description:
It was reported that the patient received shocks due to t-wave oversensing. It was later reported that there was loss of sensing. The sensitivity was increased and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received shocks due to t-wave oversensing. The device remains in use. No patient complications have been reported as a result of this event.